Event description:
I had the essure procedure done (B)(6), 2012. Since then I have had serious side effects. Anxiety, panic attacks, lower-back pain and the biggest symptom of all swelling/bloating of my abdomen. The swelling is very painful. It can last anywhere from a few hours to a week at a time. Then it goes away. And randomly returns. It is so extreme that my stomach goes from flat to looking at least 6 months pregnant in such a short period of time. I cannot see my feet when this happens! People ask me if I'm pregnant. When this swelling/bloating happens I become tired, fatigued and short of breath. Exactly like the feeling when you are pregnant and the baby is pushing up on your ribs and its hard to breath, that's the only way I can explain it.